Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. One battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. A root cause could not be determined since the devices were not returned for analysis. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is two of two reports (3007042319-2015-02139 and 3007042319-2016-00709) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united kingdom by medical personnel that a patient had a controller that shows poor connection on "slot nr 1" [power port 1] and a critical battery alarm. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.

Manufacturer narrative:
The controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty internal cell pair. An internal investigation was initiated in (B)(6) 2016 to recall any remaining batteries with lishen hvad battery packs. A review of the log files revealed that the controller did not contain the smr software. Log file analysis revealed premature power switching events involving (B)(4). The premature power switching events can be attributed to communication errors and/or due to (B)(4) having a faulty internal cell pair. In addition, log file analysis revealed three (3) critical battery alarms involving (B)(4). During each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error and due to the battery having a faulty internal cell pair. Internal investigations evaluated communication errors and faulty internal cell pairs in lishen hvad battery packs. This is one of two reports (B)(4) and (B)(4) submitted for devices related to the same event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.